Event description:
The reporter indicated that the device was explanted due to an infection. The physician further reported that there was no device problem. The pt fell, hit their chest and scraped the area over the implant. The pt's injury went unattended for two weeks and they subsequently developed an infection. Further follow-up concluded that the pt is now doing well and the infection has resolved. A new device was implanted in the right chest. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.